Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the plug unit was corroded and displayed b30 error. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the evaluation found that due to corrosion on the plug unit, a scope communication error (b30) occurred. Additionally, it was found that the plug unit, the scope connector, the micro connector unit in the scope connector, and the circuit board unit in scope connector, all had corrosion due to water leakage. The reported malfunction was likely a result of wear and tear on the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the corroded and b30 error was that water invaded scope connector during user handling. It caused abnormality in electronic components. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, withdrawal of the endoscope with an irregularity¿.¿. Olympus will continue to monitor field performance for this device.